Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. This device was replaced and returned to boston scientific for analysis. No additional adverse patient effects. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. Detailed analysis identified that atrial and ventricle pacing amplitudes and pulse widths were reprogrammed a few times while implanted which would affect longevity remaining. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was replaced and is expected for return to boston scientific for analysis. No further adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.